Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-nov-2025, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving fentanyl (50 mcg/ml at 0.345 mcg/day) and bupivacaine (40 mg/ml) via an implantable pump. It was reported that the patient was experiencing non therapeutic benefit. No external/environmental/patient factors were identified that could have contributed to the lack of therapeutic effect. A dye study was performed at some point. The date of the dye study and the results were not reported. Patient underwent a catheter revision where the healthcare provider opened the spinal incision and found the catheter to be kinked at the anchor. During the revision, the pump was moved to the left abdomen as the patient did not like the pump located in their back. Once the kink was released the healthcare provider was able to successfully aspirate resolving the issue.